Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels in the 400-500 mg/dl range with moderate ketones. The customer alleged that the pump was not delivering insulin properly. Reportedly, the customer reverted to manual injections for insulin therapy.